Manufacturer narrative:
Multiple attempts have been made to obtain additional information with no response. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. To date, the patient medical records and procedure op notes requested have not been received for review. A supplemental report will be submitted when and if additional information becomes available. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 8 months post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve explant cannot be confirmed as medical records were requested but not forthcoming. It is possible that the patient factors and/or co-morbidities may have contributed to the valve explant. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A report was received by edwards implant patient registry approximately 8 months post implant of a 20mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: added new information to h.6 type of investigation. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. All inspections are conducted on 100% of the units. Per procedure, the sapien 3 ultra valve is visually and dimensionally inspected for defects. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The instructions were reviewed instruction for use (IFU) for commander delivery system with s3/s3u, and no IFU/training deficiencies were identified. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: device explant. A risk assessment was performed on the reported event and reveal the following applicable items in the risk management worksheet as a potential cause. Potential hazard: unacceptable hemodynamics. Potential harm: decreased exercise tolerance (high pressure gradient). Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Current risk mitigations include design, IFU warnings and cautions, and physician training on how to successfully use the device and post-procedure care. The benefits of the device outweigh the risks associated with unacceptable hemodynamics resulting in surgical intervention. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve requires intervention due to unknown mechanism of failure was unable to be confirmed due to unavailability of returned device/relevant imagery/medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, approximately 8 months post implant s3 valve, the valve was explanted, and a surgical valve was implanted. The reason for the explant is unknown at this time. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified.